Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The most likely root causes are: under pressurized pressure tourniquet cuff. Wrong size tourniquet cuff used. Kink in tubing of ptc. Ptc damaged or broken during use (leak). Wrong size stockinette used 1. Stockinette is not placed properly on limb 1. Product damaged during shipping/ storage. Inadequate handling instruction, user damages cuff. Exposed to heat. Loss of structural integrity. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the device was not inflating on the machine. It would lose inflation after 10 minutes or so into the case on multiple machines. It was resolved with dual port cuffs (from the singles which didn't work) that held inflation. The procedure was completed successfully. There was no patient injury or medical intervention reported and the extended procedure time reported was 5 minutes to replace the device. These are commonly used devices that are readily available.